Event description:
The customer states that: "the image is out of focus during scope and graphics". "The machine is down".

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.